Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges he was riding on an uneven sidewalk when his wheel got stuck and he allegedly fell over the side and hit the street.

Manufacturer narrative:
The provider went over charging and customer charged for 10 hours. Customer said that his unit is working good as new.

Event description:
Consumer alleges he was riding on an uneven sidealk when his wheel got stuck and he allegedly fell over the side and hit the street.

Event description:
Consumer alleges he was riding on an uneven sidewalk when his wheel got stuck and he allegedly fell over the side and hit the street.

Manufacturer narrative:
The device was returned and evaluated. Nothing in the visual examination or functional testing of the device could be attributed to the alleged event. Pride warns about uneven terrain in the consumer safety guide.